Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a lamp on a system does not work. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the event occurred during surgery. Surgery was completed with an auxiliary illuminator. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported system message (sm) was replicated. The sm states that ¿this is advisory which displays when the user increases the illuminator output above a certain threshold, and the lamp has a rated life of 400 hours.¿ the reported ¿lamp not starting¿ was not replicated. However, the lamp was replaced as it contained 333 hours on it. The optics were also cleaned and the output levels were verified. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 8, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event(s) cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).